Manufacturer narrative:
The device was returned to olympus for inspection. The investigation was unable to identify the cause of the foreign debris found on the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope had foreign materials on the distal end. There was no patient involvement.